Event description:
Pdm kept trying to "syncing sim contacts" and "fcm name". This caused the battery to drain and did not show iob amount. I called customer service several times that day, was told to hold for up to 45 minutes, calls dropped and after 3 hours no help. Tried calling the next day same result. Finally on the third day I got customer support. FDA safety report ID# (B)(4).